Manufacturer narrative:
The reported event of the device running on its own was not duplicated; however, it was confirmed by the service technician the device had widespread internal corrosion that had affected the motor assembly, including the tps flex which houses the electronics of the device.

Event description:
It was reported that while testing the remb sag saw it continued to run when the trigger was no longer activated. There was no patient involvement and no adverse consequences associated with this event.

Event description:
It was reported that while testing the remb sag saw it continued to run when the trigger was no longer activated. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
Device will be evaluated upon receipt.